Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches. No unlock on j2/lcd keypad connector noted. Pump received with stripped battery cap coin slot(p) and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the battery cap of the insulin pump was stripped and could not be removed. Blood glucose level at the time of the incident was not provided. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.